Event description:
The endotracheal tube kinks over on itself - as described by clinicians, the tube is too soft. As the tube is warmed in the patient's airway, that softness allows the tube to collapse.